Event description:
Information received indicates while doing preventive maintenance on the bed, the bed exit was activated and there was no audible alarm.

Manufacturer narrative:
(B)(4). Additional information:a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem this pump. A device history review was also performed, finding no exceptions noted during the manufacturing of this device. A follow up report will be submitted if additional information becomes available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery five times on the event date. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a depleted battery alarm was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).